Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The base frame was returned for evaluation, and subsequent testing verified the complaint. A weld broke on the base frame. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Broken weld on the base frame.